Event description:
It was reported that the incision to the patient¿s pocket site got infected. The patient had a staple at the ¿little cut¿ and 1 stitch on the bottom of the incision that needed to be taken out. This was reportedly done. However the patient¿s healthcare provider (hcp) never ¿looked at it¿. When the tape came off, the patient saw some drainage that was ¿yellow, green and goopy¿. The patient could tell ¿it was open¿. The nurse reportedly ¿cleaned it up¿ and ¿covered it¿. The hcp looked at it afterwards and the patient was prescribed an antibiotic to take for the infection since she was getting sore. The reporter indicated that there was still seepage, but it was better. It still looked ¿gross¿ compared to the rest of the stitching. It was still drainingat the time of the report. Two days later it was reported that the patient did not have concerns with device or therapy. The patient received assistance from a manufacturer's representative or healthcare provider and her concerns were resolved.

Manufacturer narrative:
Product ID 3037, serial# (B)(4), product type programmer, patient product ID 3889-28, lot# va098a6, implanted: 2013-(B)(6), product type lead. (B)(4).